Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 270 mg/dl. The elevated bg level was caused by the customer's inability to resume insulin deliveries due to being distracted and not completing the loading process. Tandem technical support guided the customer through reloading the existing the cartridge and insulin deliveries were successfully resumed. The customer was to deliver a correction bolus via the pump to address the bg level.